Event description:
The manufacturer received information alleging a ventilator failed testing. There was no harm or injury reported. The device has not yet been received by the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator failed testing. There was no harm or injury reported. The ventilator was evealuated by the manufacturer and the flow sensor was replaced to address the issue.